Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump displayed an alert message on the screen but did not emit an audible or vibratory alarm. The pump was found to have corrupted data.

Event description:
The pt's aunt reported that the pump emitted an alert which could not be cleared.